Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl and became unconscious, which was treated with glucose and carbohydrate intake, with assistance provided by their husband. The event involved product(s) mmt-332a, mmt-1880l, unk_sensor and unomedical. Troubleshooting was not performed, and it was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose (bg) event or whether the auto mode/smartguard feature was active at the time of the event. The customer was instructed to discontinue pump use and revert to the backup plan as per their healthcare provider's instructions. No further patient complications were reported. No product return is required for mmt-332a, unk_sensor and unomedical. Mmt-1880l was requested and customer response was the device will be returned.